Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event was reported. The patient stated upon insertion of the sensor, they started bleeding. They stated due to the bleeding they went into shock and lost consciousness and when they awoke, they were in the emergency room (ER). Further event details were not provided. At the time of contact, the patient was doing fine. No additional patient or event information is available.